Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient was at work when her cgm displayed a reading of 63 mg/dl, while a fingerstick blood glucose (fsbg) measurement showed 147 mg/dl. The patient experienced dizziness and a headache, which prompted her to ask a friend to take her to the emergency room (ER). Upon ER arrival, her fsbg remained 147 mg/dl, while the cgm displayed 73 mg/dl. The patient received intravenous (IV) fluids and magnesium. She also reported a migraine and was treated with toradol and fentanyl. Approximately one hour prior to discharge, her fsbg was 110 mg/dl, while the cgm displayed 68 mg/dl. The patient was discharged after approximately four hours once her blood glucose levels and migraine symptoms improved. Her friend drove her home. At the time of reporting, the cgm continued to display inaccurate readings and was advised the patient to replace the sensor. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.